Manufacturer narrative:
Results, conclusion: root cause undetermined. (B)(4).

Event description:
It was reported that a physician was attempting to use a nc sprinter ptca balloon to postdilate a moderately tortuous lesion with 90% stenosis in a moderately calcified lad. Negative prep was performed on the device prior to use with no issues noted. The device was inspected as per IFU prior to use with no issues noted. The lesion was pre-dilated with a sprinter legend balloon for 5 seconds at 8atm, 40% stenosis remained after pre-dilatation. During the post-dilatation inflation was not achieved. The device was removed from the patient. No patient injury was reported for this event. Evaluation summary: blood residue visible in the balloon indicating the presence of a leak. Negative prep detected the presence of a leak. On pressurization of the device liquid was observed exiting from the inflation lumen at the guidewire entry port. A leak site was visible on the inflation lumen on the opposite side to the guidewire entry port. The material was flared and pushed outwards around the leak site. No further damage noted to the device.